Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The 99% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous vessel. A 6.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient status was good.